Event description:
During a cataract extraction procedure, this handpiece operated very weak and calibration is inconsistent. The procedure was able to be completed with this handpiece. There was no delay and no effect on the patient.

Manufacturer narrative:
Section h.3 - device has not been returned for evaluation.